Event description:
It was reported that patient underwent initial bilateral total knee arthroplasty on an unknown date. Subsequently, patient was revised four times due to dislocations on unknown dates and on unknown sides. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.